Event description:
Pt was experiencing life-threatening bradycardia, a zoll defibrillator was being used. The cable for pacer connection did not appear to be conducting and the pt could not be paced. A replacement machine was located and the pt was treated in a timely manner.